Manufacturer narrative:
(B)(4). A non covidien service provider inspected the device and verified the reported issue. The service provider cleaned the graphic user interface (gui), touchscreen printed circuit board (pcb) and found it working properly.

Event description:
It was reported that during set up an 840 ventilator generated an alarm. There was no patient involvement.